Manufacturer narrative:
The lead was surgically abandoned and successfully replaced.

Event description:
Boston scientific received information that this right atrial lead was surgically abandoned because it was no longer sensing the patient's atrial fibrillation. The device was explanted at the same time to avoid a future surgery and a new lead was successfully implanted in it's place without incident.